Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had bad angulation. There were no reports of patient harm associated with this event. The device was returned to olympus for a device evaluation and found foreign objects in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, due to a pinhole on the channel tube the water tightness was lost, the connecting tube had a wrinkle and a dent, the connecting tube had discoloration and a scratch, the adhesive around the light guide lens was peeled, the light guide lens had a crack, the adhesive around the objective lens was peeled, the suction cylinder was shaved, the scope connector has a scratch and other damage, the adhesive on the bending section cover rubber had a chip, the bending tube was deformed, due to deformation of the up/down knob, water tightness was lost, due to the adhesive peeling around the objective lens a streak of flare appeared in the image, due to damage switch 4 did not work, the scope connector cover unit had a scratch, the protector of universal cord on the scope connector side and the control section side had a scratch, the universal cord had a scratch, the grip had a scratch, the suction cover had a scratch, the lock engagement lever and knob had a scratch, the up/down and right/left knobs had a scratch, the control unit had discoloration and a scratch, the switch box had a scratch, switch 1 had a scratch, and the plastic distal end cover had a scratch. The device was cleaned, disinfected, and sterilized and the air/water nozzle flushed with air/water, and soaked in detergent and wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges with no delays with no abnormalities observed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿ ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of air/water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.